Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for ureal urea/bun (ureal) on a cobas 8000 c (701) module. The erroneous results were not reported outside of the laboratory. Patient 1 initial ureal result from an aliquot from the modular pre-analytic (mpa) system was 2.4 mmol/l. The primary tube sample was repeated and the result was 11.5 mmol/l. On (B)(6) 2017 patient 2 (male, (B)(6)) initial ureal result from an aliquot from the modular pre-analytic (mpa) system was 2.2 mmol/l. The primary tube sample was repeated on a different c701 module and the result was 12.3 mmol/l. There was no allegation that an adverse event occurred. The ureal reagent lot number was 22530901 with an expiration date of 12/31/2017. The customer was not having any issues with quality control (qc) results. The field service engineer (fse) visited the customer site and noticed that gear pump pressure was low and cell rinse volume was low. The fse replaced instrument parts including syringe seals. The customer performed precision tests afterwards using qc material. The results indicate potential issues with sample pipetting precision, mixing and/or cell rinse functionality. After the service visit by the fse, the customer was still having issues. The customer decided to change the sample probe. During a routine re-boot of the system, two of the ultrasonic mixers failed. These were replaced. The customer has not had any further issues. Based on the data available, a general reagent issue can be excluded since calibration and qc were acceptable. A specific root cause was not identified. The investigation stated the most likely root cause is related to the gear pump pressure issue and cell rinse volume issue identified by the fse.